Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, firing mechanism was defective. Another clamp was used to resolve the issue.